Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]".

Event description:
It was reported that it was difficult to deflate the catheter. The catheter was removed by rupturing the balloon by percutaneous puncture. During the attempt to rupture the balloon, the catheter was broken off. The balloon fragment was left in the patient and removed by cystoscope.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that it was difficult to deflate the catheter. The catheter was removed by rupturing the balloon by percutaneous puncture. During the attempt to rupture the balloon, the catheter was broken off. The balloon fragment was left in the patient and removed by cystoscope.